Event description:
It was reported that this pacemaker device was not working. Boston scientific technical services (ts) checked and confirmed that the device was in battery capacity depletion status and discussed that the device was supported by consult. Ts also discussed with the health care professional (hcp) that it is likely the device was in elective replacement indicator (eri) status. This device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.